Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check performed by tandem technical support, no issues identified. Customer changed pump supplies to address the issue. Customers blood glucose was 350 mg/dl at the time of event.